Event description:
Additional information was received 18sep2020. The event occurred in the cardiac catheterization lab. Photos of the complaint device show unraveling and separation.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
. Summary of event: as reported via medwatch report, during a carotid and coronary angiogram via access in the right femoral artery, a flexor shuttle tibial guiding sheath fractured as it was being removed from the patient, nearly separating along the shaft. The physician was able to remove the sheath using continuous gentle traction. All pieces of the sheath were removed with no harm to the patient. Significant scar tissue was reported at the access site. The event occurred in the cardiac catheterization lab. Photos of the complaint device show unraveling and separation. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. From the information provided upon review of the dmr, DHR, dhf, and IFU, cook concluded that the device was manufactured to specification, and that there are no nonconforming devices in house or out in the field. The product IFU instructs: ¿avoid applying traction to hub during removal. If resistance is anticipated or encountered during withdrawal of the flexor sheath, consider reinserting the dilator and removing the sheath and dilator as a unit.¿ cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a cause of failure could not be established. The risk analysis for this failure mode was reviewed and no additional escalation was required. There is currently a CAPA investigation open to investigate this product failure. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Per the medwatch report, the date of event was (B)(6) 2020. Occupation: patient safety specialist. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported via medwatch report, during a carotid and coronary angiogram via access in the right femoral artery, a flexor shuttle tibial guiding sheath fractured as it was being removed from the patient, nearly separating along the shaft. The physician was able to remove the sheath using continuous gentle traction. All pieces of the sheath were removed with no harm to the patient. Significant scar tissue was reported at the access site. Additional information has been requested, but is unavailable at this time.